Event description:
It was reported that a patient underwent an uncomplicated tvt procedure. The patient had early urinary retention, treated with intermittent foley drainage. The patient was seen at about 2 weeks post op and presented with pelvic pain and voiding difficulties. Cystoscopy was negative. Examination of the vagina and abdominal wall showed no induration, collection. Incisions were well healed. Pain persisted along with intermittent retention, treated with short term catheter drainage. The patient presented to ER at a hospital complaining of pain and inability to void. The bladder was drained of 375cc. The patient was found to have exquisite suprapubic and vaginal tenderness and was admitted to the urology service for antibiotic therapy for presumed surgical site infection. CT scan showed questionable air between urethra and vagina. Bone scan pending. The patient has not been febrile; the patient's white blood cell count is minimally elevated and without a left-shift. The physician believes the patient to have urinary retention potentially due to over-tensioning of the tape vs. Reaction to local inflammatory process. The physician does not feel the patient has a tape-related infection and suspects the patient has sterile osteitis pubis. The physician is considering non-steroidal therapy. The physician would consider incising the tape in the midline to release obstruction and potentially address the patient's pain if the patient does not improve.